Event description:
It was reported that during central processing, the fenestrated bipolar forceps had damaged conductor wire insulation. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: during the last procedure usage, the instrument had no issue related to thermal damage, unintended energy discharge, and arcing. The instrument was inspected prior to use and no damage was found. The issue was confirmed at central processing and after the procedure. It was noted that the issue may have occurred during a procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage observed. The root cause is attributed to a component failure. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have abrasions to the bipolar yaw pulley at the distal end. Root cause of this failure is attributed to user mishandling/misuse. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 9 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the provided image by isi regulatory post market surveillance (rpms) analyst is consistent with the alleged broken conductor wire damage. The inside wire appeared to be exposed. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire insulation damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.